Event description:
It was reported by the patient that a "lead was replaced due to having heart surgery where the surgery disturbed something. The lead had to be replaced after that surgery." Follow up confirmed the lead had dislodged during the patient's open heart surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).